Event description:
It was reported that the pulse generator exhibited loss of ventricle capture during atrial threshold test. The pacemaker dependent patient did not suffer any consequences from the event. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.